Event description:
It was reported that the end user was at doctors' office when two plugs came out by accident, and the r51 power chair was not moving. An invacare tech work with the end user and assisted in getting the joystick cable hooked back up. The power chair turned on and is now working.